Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 at 7 am. Blood glucose level at the time of hospitalization was 49 mg/dl. Customer stated they were doing something then slept all day, then they got up to the hospital, said their potassium levels was too high. Customer did not experienced symptom of low blood glucose level. Customer stated their blood glucose level was improved after eating a cake, blood glucose went up to 117 mg/dl. Current blood glucose was 71 mg/dl. Customer was using the insulin pump within 48 hours of reported low blood glucose event. It was unknown that the insulin pump was in auto mode at the time of the incident or not. The insulin pump will not be returned for analysis.